Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 14.900 psi which is outside the acceptable range of 22 to 38 psi.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 14.900 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. Further testing is awaiting completion for final results. A corrective and preventive action (CAPA) was initiated to further evaluate this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 256 to 285 recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 24.000 psi, which is within specification. Reference to complaint#: (B)(4).